Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. The 3.0x12mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue and no resistance was noted during removal of the protective sheath. The bdc was soaked and prepped before use with no issue or leak noted during preparation. The bdc was successfully advanced to the target lesion; however, the balloon ruptured at 10 atmospheres (atm) during the first inflation and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.